Event description:
The customer reported that she just got out of the hospital due to high blood glucose. The blood glucose reading was 500mg/dl. Troubleshooting could not be performed as customer stated that she does not have the discharge paper with her. Offered to give her a call to go over every thing and she agreed to it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.